Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg was stuck, it can't advance into the patient." The device was removed from the patient and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kit for analysis. No obvious signs of use were observed. Visual examination revealed the guide wire was partially advance through the needle cannula and the guide wire had one kink that protruded outside the guide wire tubing. Microscopic analysis revealed white particulates on and within the guide wire tubing and guide wire. Signs of use in the form of biological material were observed in the needle hub. The distal weld was present and appeared full and spherical. The condition of the sample suggests the guide wire was advanced through the needle cannula and encountered resistance resulting in the guide wire to kink. Functional testing was performed based on the instructions-for-use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire was attempted to be advanced through the returned cannula; however, a total occlusion was encountered within the needle cannula. The condition of the sample suggests the guide wire was advanced through the needle cannula and encountered resistance resulting in the guide wire to kink. A device history record review was performed, and no relevant findings were identified. The report of guide wire and needle resistance was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a total occlusion inside the cannula as well as white particulates on and within the device components. These defects created resistance between the guide wire and the cannula. The condition of the sample suggests the guide wire was advanced through the needle cannula and encountered resistance resulting in the guide wire to kink. It was determined the root cause is manufacturing related. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg was stuck, it can't advance into the patient." The device was removed from the patient and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".